Event description:
Customer reported that while performing a volume verification procedure on summit it was reported that no solution was added to wells a7, b7, and d7 of the microwell plate, and no error was generated. No death or serious injury was associated with this incident.